Event description:
It was reported that the patient had passed away due to sudep. Additional relevant information has not been received to date.

Event description:
The surgeon indicated that the patient's date and cause of death was unknown. Patient's response to vns therapy was reported to be seizure reduction. No additional relevant information was received.